Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly for the past few months. The customer¿s blood glucose level was not impacted by the reported issue and the customer's bg level was 200 (mg/dl) at the time of the report. Review of the pump data logs by tandem technical support showed the pump battery depleted from 30% to 10% within 5 minutes. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.